Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment procedure, the pt returned with a subacute thrombosis. In 2004, the physician had deployed a taxus express2 3.0 x 24 mm in the rca, who presented with an acute mi. It was reported that the pt was non compliant with plavix. The pt returned three days later with a subacute thrombosis. Re-intervention was performed and the taxus express2 stent was reopened with balloon angioplasty. No other pt complications or injuries were reported. No additional info is available.